Event description:
The customer reported that the m3002a showed a message "speaker malfunction" after the first usage. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.